Event description:
A discordant low advia centaur xp total hcg result was obtained by the customer on a patient sample and was questioned by the physician. The patient was redrawn and retested at an alternate laboratory that obtained a higher total hcg result. The redrawn sample was retested on the advia centaur xp system and attained similar results to what was initially reported. The customer performed subsequent dilution testing and the results were over range. There was no known report of adverse health consequences due to the discordant low total hcg result.

Manufacturer narrative:
The cause for the lower that expected result may be attributed to a high dose hook effect. The customer has declined a field service visit and the discordant sample was not available for further investigation. The instruction for use (IFU) under the high-dose hook effect section states the following: " patient samples with high hcg levels can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with hcg levels as high as 400,000 miu/ml (iu/l) will assay greater than 1000 miu/ml (iu/l)." The instruction for use (IFU) under the limitation section states the following: "there are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results - sometimes in consultation with other medical experts." No conclusion can be drawn.